Event description:
Info received indicates the bed has no trendelenburg function.

Manufacturer narrative:
The facility found the electronics pan was not level causing the mercury switch on the logic board to not function. The facility leveled the pan to repair the bed.